Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, a patient's atrial lead was exhibiting a high pace threshold. Physician replaced the lead and implanted a new one. No adverse consequences reported on the patient.